Event description:
Information provided, via medwatch report 5069325, CT shows that both of the forza prc cages are extruded from the disc space and are compressing the thecal sac. Revision surgery was performed on (B)(6) 2017.